Manufacturer narrative:
8/26/97-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic colon resection procedure, the instrument was difficult to open. The hosp reported that no pt injury had occurred.